Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they went to the emergency room and got a shot of toradol, lateral to the implantable neurostimulator (ins), and it "put her whole thing" into spasms all around the gluteus maximus, into the low back area and around the side. The patient had an ice pack on it during the report and had a follow up appointment with their healthcare provider, the day after the report. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.